Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirms that therapy was available at explant. The longevity calculations confirm that the device exceeds expected longevity. Manual therapy availability testing was performed and the device passed all testing. The device operated appropriately, according to its performance specifications and normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance (pli) measurements. Other lead measurements were good and no noise was noted. Boston scientific technical services (ts) discussed the possible cause of the issue and advised to monitor closely the lead to make sure that the noise does not develop. In addition, the patient had device change out due to elective replacement. The device is out of service. No adverse patient effects were reported.